Manufacturer narrative:
Batch review performed on 27 october 2021: lot 2002130: (B)(4) items manufactured and released on 05-june-2020. Expiration date: 2025-june-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: few weeks after primary cemented tka the pe liner disengages from the tibial baseplate during lateral motion of the patient. According to report, the surgeon refers to have properly clipped the liner to the baseplate at primary surgery. The substitution operation has been carried out and there is no further adverse event to be expected. We do not recognize a clinical cause for this event. No further conclusion can be drawn with the information at hand. Other device involved: batch review performed on 3 november 2021. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2009490: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting discomfort and instability after doing lateral motions at work. X-ray's confirmed the poly was disengaged from the tibia tray. About 3 months and a half, the surgeon revised the poly and the surgery was completed successfully. The insert was properly engaged in the primary surgery and the clipping noise was heard.